Event description:
Bead leak due to cap holding sheet coming loose. Pt complained of itchy eyes, itching, trouble breathing, and throat irritation. Risk manager advised patient was bathed and eyes washed out with no further problems. There was no problem with throat and breathing noted.